Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of the call. The customer also reported changing their infusion set three times before because their blood glucose remained at 300 mg/dl. Troubleshooting for the customer's blood glucose was not performed as the customer was disconnected from the call. The insulin pump will not be returned for analysis.